Event description:
It was reported that during the implant attempt, the lead exhibited poor parameters when implanted in the ventricle. The physician attempted to reposition the lead, but the helix would not retract. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor appeared distorted. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix, which was distorted/bent. The inner insulation was kinked buckled and the guidetooth was damaged. The lead appeared to have been stretched and damaged at implant.